Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the helium tubing. The balloon was removed. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the helium tubing. The balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the distal end of the balloon and covering the iab tip. A visual examination of the product detected two inner lumen separations, one within the catheter tubing near the y-fitting approximately 75.9cm from the iab tip and one within the membrane approximately 27.9cm from iab tip an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 17.8cm from the rear seal measuring 0.051cm in length. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The penetrations found on the membrane appear to have been caused by a sharp object. We were unable to determine when the penetrations occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).